Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station in disconnected mode. The field service engineer (fse) troubleshot the device and found that the network wall jack was not active. The customer was advised to contact the onsite networking team to resolve the issue. The system functioned as intended after the field service engineer (fse) had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had critical override and disconnected mode, required maintenance and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.